Event description:
During baxter's functionality testing it was found that a spectrum pump had no audio. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). During baxter's eval, the identified symptom no audio was confirmed and was reproduced. Eval determined the identified symptom to be caused by a damaged plug on the input/output printed circuit board. The input/output printed circuit board was replaced.